Manufacturer narrative:
Sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2, see 1920664-2014-00084.

Event description:
The user facility in (B)(6) reported that the cutter did not cut. A replacement cutter was used to complete the procedure. No patient injury reported.